Manufacturer narrative:
(B)(4). Product returned for evaluation on (B)(4) 2015, but evaluation is still in process.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 79 to 112 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's result is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Comparing blood glucose test results from truebalance meter to doctor's meter. Back to back blood test fasting produced test result of 117mg/dl using truebalance meter and 87mg/dl using trueresult meter. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 117mg/dl, (B)(6) 2015, 07:37am, fasting: yes; 144mg/dl, (B)(6) 2015, 04:09pm, fasting: yes; 118mg/dl, (B)(6) 2015, 07:32am, fasting: yes; 122mg/dl, (B)(6) 2015, 06:30pm, fasting: no; 121mg/dl, (B)(6) 2015, 07:56am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 79 to 112 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Comparing blood glucose test results from truebalance meter to doctor's meter. Back to back blood test fasting produced test results of 117 mg/dl using truebalance meter and 87 mg/dl using trueresult meter. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.